Event description:
It was reported that the patient with the pacemaker device exhibited loss of capture (loc) on this right ventricular (rv) channel. The patient had not been to the clinic for about 2 years and the rv auto programmed was not on. Technical services (ts) reviewed the data and stated that there was possible loc and low heart rate. There was possible asystole. Ts recommended to have patient seen in clinic for further evaluation. This rv lead remains in service. No adverse patient effects were reported.